Event description:
Caller alleged discrepant inratio results. Results as follows: pt self tester has been experiencing spikes recently in his inr. Date: (B)(6), (inr) inratio: 7.2. Date: (B)(6), (inr) inratio: 4.0. Date: (B)(6), (inr) inratio: 2.7, date: (B)(6), (inr) inratio: 2.7. Pt went to the hospital later that day on (B)(6) 2012 with health concerns and was diagnosed with dvt. Lab inr at hospital was 1.8 (about 3 hours later). Technical services to send pt a replacement inratio meter.

Manufacturer narrative:
Investigation pending.